Event description:
It was reported that a patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade (CT) requiring pericardiocentesis and prolonged hospitalization. It was reported that at the end of a premature ventricular contraction (pvc) right ventricular outflow tract (rvot) procedure, patient stated that they had pain in the chest and their blood pressure dropped. Echocardiography revealed cardiac tamponade and 600ml of blood were drained through pericardiac puncture. Patient was stabilized and transferred to the intensive care unit (ICU). The surgery was delayed 120 minutes due to the reported event. The procedure was not successfully completed. Fragments were not generated. Additional information was received on 28-dec-2021. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient required extended hospitalization for close monitoring. The patient has fully recovered. Force visualization features used were graph, dashboard ,vector, and visitag. The visitag module was used and the parameters for stability were position stability 5mm and time at 3s. Additional filter used with the visitag was force 25% over time 3s. Color option used prospectively was total time. A transseptal puncture was not performed. Prior to noting the CT, ablation was not performed. There was no evidence of a steam pop. The event occurred after the ablation phase. An irrigated catheter was used in the event and the flow setting was 2ml prior ablation; during ablation 8ml below 30w; 17ml above 30w. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on the biosense webster equipment during the procedure. Additional information was received on 29-dec 2021. Clarification was received that ablation was performed before patient started to feel bad. Since the event (cardiac tamponade) is life threatening and required prolonged hospitalization and may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30571283l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).